Manufacturer narrative:
Patient age: (B)(6); date journal was accepted study title: endovascular management of may¿thurner syndrome in adolescents: a single-center experience roger e. Goldman, md, phd, victoria a. Arendt, bs, nishita kothary, md, william t. Kuo, md, daniel y. Sze, md, phd, lawrence v. Hofmann, md, matthew p. Lungren, md, mph j vasc interv radiol 2017; 28:71¿77 http://dx.doi.org/10.1016/j.jvir.2016.09.005 .

Event description:
The purpose of this journal article is to report a single-center experience in regard to the technique, safety, and clinical outcomes of endovascular therapy for treatment of may¿thurner syndrome (mts) in adolescent patients. A trellis 8-f device was used in treatment of one patient in addition to a non-medtronic thrombolysis device and two non-medtronic stents. It is reported that this patient presented with unprovoked symptomatic thrombosis one month after initial catheter directed therapy. The thrombosis was treated with overnight infusion of tissue plasminogen activator followed by pharmacomechanical thrombolysis and venoplasty with reestablishment of flow complicated by persistent circumferential narrowing at the inferior stent margin with the common iliac vein. After placement of an additional stent extending from the stent margin into the external iliac vein, uninterrupted flow was demonstrated within the iliocaval venous system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.